Event description:
It was reported that a patient underwent a tooth extraction on an unknown date. After the tooth was removed, the absorbable hemostat was used at the extracted area to stop bleeding and the area was sutured. On the following day, the extracted area continued to bleed so the physician performed astriction. Four days later, the area of the extracted tooth was bleeding, so the surgeon placed avitene on the area and performed astriction. Six days later, the patient was stable and was discharged from the hospital. One week later after hospital discharge, the extracted area had a hematoma. The patient underwent hematoma evacuation. The surgeon placed avitene and sutured the mucosa closely again and placed neoveil and bolheal to cover the surface. Seven days after re-hospitalization, the patient was recovering and was discharged from the hospital.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) - astriction, bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00662. The same patient is represented in each medwatch.